Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with facial nerve stimulation and sound quality issues. Programming adjustments were made, however the issues did not resolve. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.